Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a normal change out procedure when the physician experienced difficulty loosening the atrial setscrew even with multiple troubleshooting techniques. Subsequently the right atrial (ra) lead was surgically abandoned as it was stuck in the header of the pacemaker. The pacemaker was explanted as planned. A new ra lead was successfully implanted and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, [microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead.] [All set screws moved freely and operated normally.] The pacemaker passed testing that verifies the performance of pacing and sensing. If a lead is returned as well, see comments section for suggested text to be used for the lead pi m.n.